Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable clamp tubing alarm was noted with remodulin reservoir volume of 7.7ml remaining. No further adverse effects were reported.